Event description:
It was reported that a pt underwent generator revision surgery, due to end of service. The explanted generator was returned to the MFR for analysis and during device evaluation, communication could not be established with the generator. The l2 inductor was measured and found to be in an "open" condition (out of specification). The reason for this condition could not be positively ascertained. The DHR for the generator was reviewed and confirmed to meet specifications at the time of manufacturing.